Event description:
Procedure: cholecystectomy. According to the reporter: after loading the third clip into the jaw, about four to five clips dropped off into the patient.

Manufacturer narrative:
(B)(4).